Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 10-jun-2022. H6: investigation summary: one photo and ten 3ml syringe (p/n 309658) sealed in blister packs from batch 0297730 were received and evaluated. All ten syringes had ink rings in the grad line areas that went around the circumference of the syringe. Four out of the ten syringes were missing print from below the 2ml grad line to flange side of the barrel. The observed condition was non-conforming per product specification. A device history record review was completed for provided lot number 0297730. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported while using bd plastipak¿ centric luer-lock hypodermic three-piece syringe the scale markings were imperfect. The following information was provided by the initial reporter: poor printing of volumetric graduations on syringes used in particular in production units.

Event description:
It was reported while using bd plastipak¿ centric luer-lock hypodermic three-piece syringe the scale markings were imperfect. The following information was provided by the initial reporter: poor printing of volumetric graduations on syringes used in particular in production units.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.